Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a procedure performed in 2008 (patient gender, age, and weight are unknown). According to the complainant, when the device was inserted over a guidewire inside the scope, it got stuck due to resistance. Due to this resistance, they had to remove the whole system out from the patient. When a new device was replaced, instead using the same scope, they were able to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The customer complaint not confirmed. The guide catheter was partially retracted upon return. A visual evaluation found no visual defects with the stent. The push catheter was found to be bent and kinked. The guide catheter was partially retracted from the push catheter. A kink was found in the guide catheter in the section proximal to the push catheter. A functional evaluation found that the guide catheter could not be retracted due to resistance between the guide and push catheter at the kinked section in the push catheter. The kink in the push catheter appears to be due to handling during the insertion of the device. The most probable root cause is that the push catheter was kinked during insertion causing the resistance noted in the event description.